Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: what was the exact surgical procedure being conducted? What was the approximate size of pedicle and the approximate size of the vessel? Were there any hemostasis issues noted intraoperative? How was the bleed identified? Was the site of bleed identified in re-op? Was this the area in which the device was used? What is the surgeon's experience with harmonic devices? How was the bleeding addressed in re-op? Were there any generator alert screen in the procedure?

Event description:
It was reported that during an gyn procedure, an hemostasis of the sigmo-ovarian pedicle has been performed on (B)(6) 2016, 2 hours after the procedure the patient has been re-operated because the hemostasis was not satisfactory. The patient is fine.

Manufacturer narrative:
(B)(4). Additional information received: what was the exact surgical procedure being conducted? Bilateral oophorectomy what was the approximate size of pedicle and the approximate size of the vessel? Lombo-ovarian pedicle: 5mm max. Were there any hemostasis issues noted intraoperative? No. How was the bleed identified? Bleeding diagnosed in the recovery room, 1h after the procedure was the site of bleed identified in re-op? Rupture of the suture of the right lombo-ovarian pedicle. Was this the area in which the device was used? Yes. What is the surgeon's experience with harmonic devices? Yes . How was the bleeding addressed in re-op? Hemostasis by conventional clamp ligation. Were there any generator alert screen in the procedure? No.